Manufacturer narrative:
Unit alarmed motor error during the basic occlusion test due to loose/flushed drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test due to motor error alarm. However, unit passed rewind test and displacement test.

Event description:
Customer reported via phone call that insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Self test was performed and it was passed. The insulin pump will be returned for analysis.